Event description:
Customer reported the system is displaying an iris error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the collimator and adjusted the iris potentiometer. System operates as intended.